Event description:
While moving pt as recommendations, hollister, ett tube holder broke causing pt to be extubated. Pt was positive for covid, has been in the prone position. Staff were "swimming" pt to alleviate pressures and improve clinical outcomes. While swimming pt, hollister ettube holder broke, causing extubation. Pt was re-intubated and ultimately had no harm due to breakage.